Event description:
During a coronary angiography on a 72-year-old female patient with angina, an air bubble was seen during contrast injection. The patient experienced transient st elevation and chest pain.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(6) was requested for return to acist europe service center for evaluation. The consumable kits used during the event and cine-angiograms of the event were requested to be sent to acist but have not yet been provided by the user facility. The lot numbers of the consumable kits used during the event were requested but were not provided. Upon completion of the investigation, acist will submit the follow-up report.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was received for evaluation on october 28, 2025. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed, and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. This report is closed.